Manufacturer narrative:
Concomitant product: 5086mri implantable pacing lead, (B)(6 )2012. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient had an infection. The system was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.